Manufacturer narrative:
Additional contact: (B)(6). The pump was not returned for evaluation. The event history log was provided and the reported issue was able to be confirmed.

Event description:
Information was received indicating that a smiths medical medfusion pump had several base task debilitated and base task timeout alarms over multiple days. There was no reported adverse event.